Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: on investigation, the pump powered on with operable audio tone and vibratory alarm; however, the display screen remained blank. The pump was opened for further investigation revealing the display screen was shattered (damaged). The damaged screen was removed and replaced with a test display, which illuminated and was clearly legible. Investigation duplicated the complaint.